Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit bent during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device was not returned for examination. Analysis of the photo attached can confirm the reported bent condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative: added: a1.